Event description:
Information received by medtronic indicated that customer had experienced high blood glucose due to insulin pump under delivered and had insulin flow blocked alarm. The customer¿s blood glucose level was 396 mg/dl at the time of incident. Initially the hyperglycemic event was treated with insulin pump and manual injection/insulin pen, later the customer was taken to hospital due to diabetic ketoacidosis and where customer had been treated with IV insulin drip (intravenous insulin infusion) and overnight stay. The blood glucose value at the time of the call was 118 mg/dl. It was reported that the customer was using the insulin pump system within 48 hours of reported hyperglycemic event. It was also reported that the customer was not using the pump auto mode/smart guard feature at the time of high blood glucose event. No further patient complications were reported. Troubleshooting was performed and customer was advised to change insulin pump, reservoir and infusion set. Insulin pump will not be returned for further analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Retainer ring = clear. Customer returned insulin pump for an alleged no delivery alarm/insulin flow blocked alarm, possible under delivery, visit to emergency room and was hospitalized for high blood glucose and diabetic ketoacidosis found on (B)(6) 2022. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08750 inches. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded insulin pump to carelink. In further full review of the insulin pump history/traces on the event date of (B)(6) 2022, there was no unexpected alarms/suspends noted and found bolus wizard delivery of daily total of bolus insulin delivered = 14.7 u. (B)(6) 2022 06:39:41.000 normal bolus delivered, normal bolus amount programmed = 6.8, bolus amount delivered = 6.8 (B)(6) 2022 08:25:23.000 normal bolus delivered, normal bolus amount programmed = 2.8, bolus amount delivered = 2.8, (B)(6) 2022 12:58:14.000 normal bolus delivered, normal bolus amount programmed = 5.1, bolus amount delivered = 5.1. The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the event date. However, no delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2022 11:49:29.000, (B)(6) 2022 11:49:56.000, (B)(6) 2022 17:21:48.000, (B)(6) 2022 17:22:32.000, (B)(6) 2022 17:23:06.000 and (B)(6) 2022 17:23:42.000 during bolus delivery. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electric boards, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.0 mvolts). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a scratched case and a cracked case behind the insulin pump near the battery tube compartment. A cracked retainer was confirmed. The insulin pump passed all the required testing. Unable to verify customer alleged for high blood glucose and diabetic ketoacidosis. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. No delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.